Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's display button are torn. There was no reported patient involvement.

Manufacturer narrative:
1218950-2018-04381 follow up was mistakenly reported as -003 and should have been follow up -001.

Manufacturer narrative:
1218950-2018-04381 follow up was mistakenly reported as -003 and should have been follow up -001